Manufacturer narrative:
Per use guide: always twist the tubing connector between the cartridge tubing and the infusion set tubing an extra quarter of a turn to ensure a secure connection. A loose connection can cause insulin to leak, resulting in under delivery of insulin. This can cause high blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no insulin was observed exiting from the infusion set tubing, but insulin was observed exiting the cartridge pigtail. During troubleshooting with tandem technical support, customer found that the t:lock connection had not been tightened. Customer tightened connection and insulin was observed exiting the tubing. Insulin delivery was resumed. Customer's blood glucose was 351 mg/dl.